Manufacturer narrative:
A ge representative evaluated the system and repaired a connector. The system operates as intended.

Event description:
The customer reported that the system intermittently turns off. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.